Event description:
I use an oral b cross action replaceable head electric toothbrush. Last week my toothbrush sounded funny so I changed battery and it broke in several pieces in my mouth with that metal piece in middle sticking out at least 2 inches ((B)(6) 2011). Luckily I was able to spit out all of the pieces. I thought it was fluke, but went back to grocery store (B)(6), bought another one, and after 2 uses saw it cracked down middle of outside head. I couldn't believe it - the plastic has to be of inferior material to do this. Someone is going to get hurt or choke on these pieces. I reported this to the company on line but feel it is a choking hazard big enough it needs to be recalled. I am taking toothbrush back to (B)(6) for a refund and to report it there today ((B)(6) 2011). Date (B)(6) 2011. The product was not damaged before the incident. The product was not modified before the incident.